Manufacturer narrative:
The device was being prepped for use at bedside at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was switched out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Blower operational upon arrival. Device logs indicate recent blower overheating .air inlet and cooling fan filters were very dirty/discolored. The fse washed the cooling fan filter and replaced air inlet filter. Blower temps no longer exceeding 50c under prolonged use. The device passed required performance verification tests per philips standards. The customer's alleged complaint was confirmed to be due to user error. The device performed as expected and there was no deficiency in its performance.

Event description:
The customer called into technical support (ts) reporting that the device has a blower that is not operating at all, believes the issue was found at power on. The customer reported there was no patient involvement at the time the issue was discovered.